Manufacturer narrative:
Follow-up#1 being submitted because the initial medwatch did not have the complaint # noted in event description as received from the factory. The issue is under manufacturer's analysis. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled 500/300 device. As it was stated by the customer, the circlip broke on the handle. There was no injury reported however we decided to report the issue in abundance of caution. During the investigation it was found that there is apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse, to date. The involved handle is used to maneuver the surgical light to correctly set the light¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification and it contributed to the complaint. In the time when the issue was noticed the device was being used for patient treatment. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The locking mechanism is composed by a steel axis, a spring and a circlip. It was reported that a part of the locking mechanism on the handle (circlip) was broken. Despite our best efforts we have not been able to identify with certainty what caused the circlip to break. Our in-house experts indicate that in their opinion oxidation is to be most reasonable to be considered as the potential root cause of the failure, however this could not be confirmed by tests. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Manufacturer narrative:
The issue is under manufacturer analysis. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. As it was stated by the customer, the circlip broke on the handle. There was no injury reported however we decided to report the issue in abundance of caution.